Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. H6: investigation summary 7 samples and photos were returned by the customer. According to the customer's report, the lid does not shut was verified. The investigation performed on basis of photo representation. Requirement(s):the lids should be properly installed while bottles are molded (hot) so that the lids snap onto the containers and remain snapped in place permanently. A device history record review showed no non-conformances associated with this issue during the production of this batch. Corrective and/preventive action: implement automatic cap press into production: an air actuated press has been implemented to assist operators with the assembly of the cap to the bottles on the manufacturing floor. This action took place in late 2022. H3 other text : see h10.

Event description:
It was reported while using bd¿ multi-use one-piece sharps collector hinge cap with petals the lid did not close properly. This occurred 48 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the lid does not shut.

Event description:
It was reported while using bd¿ multiuse one-piece sharps collector hinge cap with petals the lid did not close properly. This occurred 48 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the lid does not shut.

Manufacturer narrative:
The manufacturing location for this product is pps. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: na. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.